Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint; however, the subsequent treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 8f sheath after a percutaneous coronary intervention procedure. The device was pre-flushed with saline prior to use. Reportedly, there was no blood flow observed from the marker lumen. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.